Event description:
It was reported that during a laparoscopic appendicectomy, there was an unexpected resistance in grasping the trigger and the device could not be fired at the 1st firing. The clip was fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was opened and tested for functionality. Upon testing, the device was cycled and fed and formed 21 scissored clips. In addition the device locked out as intended. It could not be determined what may have caused the found issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.